Event description:
The stockert generator could not detect mapping catheter. Replaced with a new catheter and problem was resolved. No harm came to the patient. Manufacturer response (as per reporter) for navistar thermocool, navistar thermocoolawaiting response

Event description:
The stockert generator could not detect mapping catheter. Replaced with a new catheter and problem was resolved. No harm came to the patient. Manufacturer response (as per reporter) for navistar thermocool, navistar thermocoolawaiting response